Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer stated they were able to change only the cartridge to resolve occlusions. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.